Event description:
The pt had insertion of pe tubes in both ears as a child. No dates are available for the original procedure. The pt has a long history of chronic otomastoiditis. The pt was admitted for tympanomastoidectomy on 11/2/95. During surgery a pe tube was found imbedded in dense adhesions in the area of the epitympanum.